Event description:
The clinician reports that the day the implant was placed in ada 3, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, sinus perforation and sinus augmentation. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.